Event description:
A malfunction on the pump was reported by the caller, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed the specified thresholds. The customer made no prior attempts to reset the pump within the last 24 hours, although the malfunction occurred at least three times previously. Technical support resolved the issue by deciding to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.